Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, for the foreign objects in the light guide lens the most probable cause of the complaint was not established and for the remaining findings the most probable of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that gap in adhesive area between server plug-in and distal end, adhesive around objective lens had a chip and foreign objects inside the light guide lens. There was no patient involvement.